Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that air leaked from the tr band post procedure. The procedure was a heart catheterization. The patient was stable, and the procedure was successful. Additional information was received on 08 jun 2023: the procedure performed was a left heart catheterization. 15 ml's of air was injected into the tr band when applied. The leak began less than 1 minute after being applied. The device was not manipulated before use in any way. The product is stored in a temp/humidity-controlled procedure room on a cart. A 6 fr terumo slender was used in the access site. The tr band started to lose air within 1 minute after inflation. The blood loss was 5ml's. There was no noticeable damage to the device.